Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker was being explanted for normal battery depletion. During the procedure, the setscrew would not come out. A wrench kit and mineral oil were used but were unsuccessful in removing the setscrew, and the right ventricular (rv) lead from another manufacturer was unable to be removed. The lead was cut and capped and a new lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device header was examined. Visual inspection noted that the header was firmly attached to the device casing, and there was one seal plug missing. All setscrews moved freely and operated normally. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication. A series of electrical tests was also performed, and again, normal device function was observed.